Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient who had a 340cc mentor memorygel breast implant and a 360cc mentor memorygel breast implant experienced rupture of an unknown side post procedure. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. Both product code 3507360mc and 350-7340mc were provided, however the reporter could not determine which device was the one with the rupture. If additional clarification is received in the future, then a supplemental report will be submitted.